Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was observed. Review of the device log found evidence of several language software related issues. It was observed that the during the last device upgrade, the correct language was not loaded. The correct language file was installed to reolve the report. Following installation of the language files, the device was found to power up and pass all testing, including self testing, and final testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message and would not fully power up. Complainant indicated that there was no patient involvement in the reported malfunction.